Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently unresponsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
A family member reported that the ok keypad button became difficult to use (B)(6) ago, and is now unresponsive. She confirmed that the keypad is intact; and denied exposing the pump to water or cleaner products.